Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 5:30pm. The patient indicated she manages her diabetes with 5 mg of an unknown type of oral medication. The patient denied taking any action in response to the alleged power issue. According to the csr's documentation, the patient claimed she developed a symptom of shaking nine hours after the reported meter issue began. The patient, however, denied receiving any medical intervention following the alleged power issue. During troubleshooting, the csr noted that the subject meter's battery does not need to be replaced (per owner's booklet recommendation), the patient was using the correct test strip, the patient was not using the subject meter for the first time, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.